Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the locked but a not latched error occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached in complaint object: issue was found during testing. No patient incident was reported. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal missing. There was evidence of error in the device ehl (event history log) multiple times. The customer stated problem cassette locked but not latched error, was not duplicated. During the functional test, the latch lock passed all tests as intended. As a preventative measure however, it was recommended replacing the latch lock. The downstream sensor failed to calibrate during the functional test, so to solve this issue the downstream sensor was recommended to be replaced as well. The root cause of the reported problem was unknown as no fault was found. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.